Manufacturer narrative:
A ge rep evaluated the system and replaced a cable. System operates as intended.

Event description:
The customer reported that after 5 mins of fluoro, the alarm sounds and x-rays stop. No pt injury was reported.